Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was not returned for additional evaluation and the cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2022-15928. It was reported that the patient presented in the hospital due to implantable cardioverter defibrillator (ICD) system infection. The ICD leads were suspected to have vegetation. The entire ICD system was explanted. The patient's condition was stable.